Event description:
A fax was returned from the physician (B)(6) 2012. The physician indicated that the failure to program occurred on (B)(6) 2012. The programming system has been used successfully to program other patients' devices. Additional attempts to program this patient's device have been successful. No interventions have been taken or planned.

Event description:
It was initially reported that this vns patient needed a battery change. Follow up showed that, according to the patient's clinic notes, the reason for referral was due to not being able to interrogate the generator, a result of the battery being depleted. A battery life calculation performed on (B)(6) 2012 indicated 2.34 years remaining to eri=yes. Attempts for additional information will be made.

Event description:
On (B)(6) 2013, it was reported that this patient would be undergoing prophylactic generator revision. Revision surgery took place on (B)(6) 2013. The explanted device was returned on (B)(6) 2013 and is currently pending product analysis.

Event description:
Product analysis was approved on (B)(6) 2013. In the pa lab, the device output signal was monitored for more than 24-hrs, while the generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator's output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. The generator performed according to functional specifications. During the product analysis there were no anomalies found with the pulse generator.

Event description:
Attempts for additional information have been unsuccessful. Surgery is likely but has not taken place.

Manufacturer narrative:
Analysis of programming history.